Manufacturer narrative:
Investigation summary - data review: data logs confirmed pump was in improper position corresponded with the time hemolysis was reported per clinical description that triggered alarms impella position in ventricle. No other issues were found on the logs. Product was not returned for review. Mechanical interaction with blood/hematuria: the cause of mechanical interaction with blood/hematuria was most likely due to pump was in improper position since hemolysis was resolved after positioning of the pump. Ischemia: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Hypotension / hemodynamic instability / dyspnea: the cause of the injury was not determined due to insufficient clinical details. Device history lot - device lot #: 1920161. Device history batch - subcomponent lot#: n/a. Device history review - pump sn: (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. During support, a marked change in urine color was noted following an abdominal x-ray, raising concern for hemolysis. Bedside echocardiography was performed, and the impella was repositioned. Following repositioning, urine color normalized and no additional signs of hemolysis were observed. Despite these interventions, the patient was found to have an anoxic brain injury on computed tomography and exhibited agonal breathing. The patient¿s cardiogenic shock and overall clinical condition did not improve despite advanced circulatory and supportive care. Care was ultimately withdrawn, and the patient expired.